Event description:
An implantation for treatment of hydrocephalus for a baby was planned with a rickham reservoir when the customer saw that the unit was broken before the unit was opened from the package. The baby was already anesthetized when the problem was found. The procedure was delayed for 2 hours while staff looked for another reservoir in another hospital. The baby remained anesthetized during the delay. The procedure was completed with a codman reservoir from another hospital. The patient did not incur an injury or complication as a result of this delay.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.